Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced sweating, chills and dizziness, but was able to self-treat with food that was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.